Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that their insulin pump was damaged. The patient¿s blood glucose level was 203 mg/dl at the time of the incident. Customer also stated difference between blood glucose and sensor glucose value not in acceptable range. Reportedly, connection with reservoir compartment are unable to lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir¿s snap-cap width dimension. Also using a new lab infusion set connect found reservoir's snap-cap too loose to connect or lock or release.